Event description:
Reported product problem: "intraoperatively, the "threads" are dislodging from the weave of the sponges. This could potentially lead to retained fragment/threads in the wound. This happened with two different packages of gauze, different lot number, and with a package of gauze in of the major packs". There was no reported patient impact or intervention required. The origin of the complaint could not be traced based on the info provided in the report. No samples of photos were available for analysis. The reported issue could not be confirmed and a root cause could not be determined. There are no indicative trends of similar issues for this product.

Manufacturer narrative:
The report will be maintained in the complaint files and monitored. Should additional relevant info become available, a f/u report will be submitted.